Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may occur to replace the ipg.

Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.